Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to insert. The reported poor imaging resolution appears to be due to procedural conditions. The reported perforation appears to be related combination of procedural conditions and poor imaging. Atrial perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report perforation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4.the first clip (01013u186) was successfully deployed. Then the second cds (10512r181) was advancing and prior to steering down to the valve, the clip perforated the left side of the atrial wall. It was noted that imaging was challenging due to the location and a new imager. The posterior location was difficult to see and the clip was pulling on the atrial wall. The clip was retracted back and removed from the sgc. After the cds was removed, imaging improved and a decision was made not send the patient to open heart surgery. The procedure continued with a new cds (00929u276). The cds was advanced to the mitral valve, and the clip was deployed. It was noted that all three clips had resistance with getting passed the keys of the steerable guide catheter during insertion. The hole of the left atrial wall was left untreated. The patient was stable throughout the entire procedure. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.